Event description:
It was reported that the customer went to the emergency room and hospitalized with a blood glucose level of 760 mg/dl, suspected cause was due to the customer not inputting the correct amount of insulin while trying to deliver a bolus via pump. The customer was treated with intravenous fluids with saline and insulin, which resolved the issue with no permanent damage. The customer was released on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.